Event description:
Boston scientific received information that prior to a device change out procedure, it was noted on fluoro that this left ventricular (lv) lead had fractured. The device was explanted and this lead was capped. Another manufacturer's device and lead were implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.